Event description:
Medtronic received information that a malfunction of the prostar closure device caused the need for vascular repair following transcatheter aortic valve implantation (tavi).(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)